Manufacturer narrative:
A comprehensive investigation could not be performed because the part was not returned for evaluation. Part number and lot number were requested, but could not be provided. Date of manufacture cannot be determined without the lot number.

Event description:
Globus was informed (B)(4) 2013 of a revision surgery which took place (B)(6) 2011. Initial surgery took place (B)(6) 2009. Eight pedicle screws were placed in the patient at s1, l3, l4, and l5. Patient experienced pain in his back, and x-rays taken (B)(6) 2011 confirmed two screw heads were fractured. During the revision surgery on (B)(6) 2011, it was discovered that only one s1 pedicle screw could be removed, (right s1). Left s1 screw could not be removed and was left in.